Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the supply line tubing. This was noted during prime of peritoneal dialysis. The patient was not connected at the time of the event. The technical services representative assisted the caregiver in closing the line, adding additional solution and priming the lines. There was no patient injury or medical intervention reported. No additional information is available.